Event description:
Caller reported a malfunction on the pump, but there were no notable events leading up to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer may continue using the pump and was advised to call back if the malfunction code appears again.